Manufacturer narrative:
Event date: 2011. Additional suspect medical device components involved in the event: model #: sc-3138-35, serial/lot #: (B)(4)/325968, description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a non-device related accident causing the lead¿s two contacts to show high impedance and to mangle and not useful to cover pain coverage. The patient underwent a revision procedure wherein the lead and lead extensions were replaced. The patient was reportedly doing well postoperatively.